Event description:
Case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pressure/ pain of contraction") and post procedural haemorrhage ("bleeding 2 weeks after procedure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), weight increased ("weight gain"), malaise ("sick"), abdominal pain upper ("stomach pain"), headache ("headache"), neuralgia ("nerve pain"), muscle spasms ("twitching pain"), ovarian cyst ("cyst in ovaries"), swelling ("swelling"), vomiting ("I have been throwing up") and feeling abnormal ("terrible"). The patient was treated with surgery (scheduled removal date is (B)(6) 2016) and surgery (underwent nova sure). At the time of the report, the pelvic pain, post procedural haemorrhage, vulvovaginal pain, weight increased, malaise, abdominal pain upper, headache, neuralgia, muscle spasms, ovarian cyst, swelling, vomiting and feeling abnormal outcome was unknown. The reporter considered abdominal pain upper, feeling abnormal, headache, malaise, muscle spasms, neuralgia, ovarian cyst, pelvic pain, post procedural haemorrhage, swelling, vomiting, vulvovaginal pain and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media : pelvic pain, weight increased, malaise, abdominal pain upper, vulvovaginal pain, headache, neuralgia, muscle spasms, post procedural haemorrhage, ovarian cyst, swelling, vomiting,feeling abnormal" incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pressure/ pain of contraction") and post procedural haemorrhage ("bleeding 2 weeks after procedure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), weight increased ("weight gain"), malaise ("sick"), abdominal pain upper ("stomach pain"), headache ("headache"), neuralgia ("nerve pain"), muscle spasms ("twitching pain"), ovarian cyst ("cyst in ovaries"), swelling ("swelling"), vomiting ("I have been throwing up") and feeling abnormal ("terrible"). The patient was treated with surgery (scheduled removal date is (B)(6) 2016) and surgery (underwent nova sure). At the time of the report, the pelvic pain, post procedural haemorrhage, vulvovaginal pain, weight increased, malaise, abdominal pain upper, headache, neuralgia, muscle spasms, ovarian cyst, swelling, vomiting and feeling abnormal outcome was unknown. The reporter considered abdominal pain upper, feeling abnormal, headache, malaise, muscle spasms, neuralgia, ovarian cyst, pelvic pain, post procedural haemorrhage, swelling, vomiting, vulvovaginal pain and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: pelvic pain, weight increased, malaise, abdominal pain upper, vulvovaginal pain, headache, neuralgia, muscle spasms, post procedural haemorrhage, ovarian cyst, swelling, vomiting,feeling abnormal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.